Manufacturer narrative:
Analysis of the pump ((B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative in regards to a patient who was being treated with lioresal 2000 mcg/cc (1000 mcg/day) intrathecal therapy via an implanted pump in flex infusion mode. The patient's medical history and concomitant medications were unknown. The patient came to the clinic since they heard the pump alarm today. The patient had return of symptoms and withdrawal symptoms. They checked the logs and saw that a few times in the last 3 days that motor stalls occurred . The pump print report indicated the pump was last examined on (B)(6) 2016 at 16:05 and last changed on (B)(6) 2016 at 11:38. Motor stalls occurred on (B)(6) 2016 at 02:01; stopped pump period may exceed tube set occurred on (B)(6) 2016 at 02:01; motor stall recovery occurred on (B)(6) 2016 at 13:04; motor stall occurred on (B)(6) 2016 at 00:28; motor stall recovery occurred on (B)(6) 2016 at 08:35; and motor stall occurred on (B)(6) 2016 at 13:01. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. An explant was planned for (B)(6) 2016. The pump will be returned to the manufacturer. The issue was not resolved at the time of this report. The patient status at the time of this report was alive with no injury. Follow-up is being conducted to obtain all information relevant to the event. A supplemental report will be provided as additional information becomes available. Additional information was received on 2016-may-02 indicating that the cause of the motor stall was unknown. The pump was explanted and replace, the explanted pump was sent to the manufacturer. The patient was feeling great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.